Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A call was transferred from device registration to patient services stating that the patient had a potential product complaint. It was noted that the patient was crying and repeating themselves several times. The patient reported that they were in really bad pain and they were crying due to the fact that they were in so much pain. The patient stated that the pain was sporadic and ¿really, really, really bad¿ at the time of the call. The patient stated they could not sit, stand or lay down because of the pain. The patient stated the pain was horrible and didn't know if it was because of the weather. The patient reported they had the interstim for severe over active bladder (oab) and interstitial cystitis. The patient reported that as soon as the implant was done, they had sciatica going down both of their legs. The patient did indicate they had sciatica for years and years but they had never ¿had it in both of their legs.¿ the patient stated they just wanted to get the implant removed and reported that after surgery they couldn't walk and it was ¿horrible.¿ the patient reported that since the implant had been done they have ¿been in agony.¿ the patient noted they were very emotional at the time of the call because of all of these issues and reported that the interstim never helped them to control their symptoms. The patient stated they had gone back to the health care physician (hcp) for reprogramming ¿maybe 20 times,¿ and reported that because of their tattoo, the hcp placed the implant so close to their sciatic nerve. The patient reported that it had been ¿hell from day one¿ with all of these side effects that they have had. The patient reported that right after the surgery was done, the hcp told them they might have to move the implant because it was so close to where the sciatic nerve was located. It was also noted the patient was on disability (not related to the device). The patient reported that ever since they got the implant, their family members have told the patient that they (they patient) weren't ¿right,¿ because they got so hot ¿all the time,¿ and they couldn't go outside and walk. The patient reported having the implant off because it just felt like there was a lightening bolt going throughout their body, no matter what they did. The patient repeated several times that ¿nothing works and the re-programming did not help¿ (that the hcp did).the patient noted that they just keep the implant off but confirmed that even with the implant off, it still felt like a lighting bolt throughout their body. The patient stated they noticed this issue maybe a year and a half ago. The patient stated that one of the reasons why they should go back to the hcp is because they were the hcp that placed the implant so close to their sciatic nerve. The patient reported that since surgery they could not sit down and that they had a shooting pain down their leg. The patient repeated again that they had been previously diagnosed with sciatica and kept repeating that the hcp place the implant close to the sciatica. The patient reported at the time of the call that ¿right now,¿ their ¿legs¿ were ¿shooting,¿ and they could not even walk the dog. The patient also mentioned that they had a screw and plate placed due to a broken ankle that occurred prior to the implant however the patient feels that probably ¿about a month ago,¿ that the plate and screw were interacting with the implant. The patient reported that they had severe shocking pain. The patient stated that prior to the call they had spoken to their hcp and it was noted by the hcp the implant could not be removed until (B)(6). The patient was sent information on adverse events. Additional information was received on (B)(6) 2018. It was reported pain while using her interstim. The patient stated the pain felt like "burning inside-out". The patient was transferred to patient services. Additional information was received from the health care physician (hcp) on (B)(6) 2018. When asked about the cause of the screw and plate interacting with the implant the hcp stated that the screw plates were not related. The hcp reported the patient did well and was happy with device and initially on (B)(6) 2017 they had no complaint of anything of that. When inquired about the actions and interventions taken to resolve the pain, the shooting, shocking pain like a lightning bolt and the device placement the hcp replied that the interstim had been turned off and they had planned other treatment options and removal. When the hcp was asked about the status of the device and if it would be returned the hcp replied that it was turned off and pending removal which would occur on (B)(6) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the device was removed (B)(6) 2018, as the device never worked for them. No further complications were reported or anticipated.